Event description:
The female pt received a 3.5x13mm cypher select plus stent in the proximal right coronary artery (rca), two 3.0 x 33mm cypher select plus stents in the mid rca, and a 2.5 x 33mm cypher select plus stent in the distal rca. A day after the procedure, the pt had angina and elevated enzymes which were reported as a myocardial infarction (mi). Angiography revealed thrombosis in the implanted stents. The pt was treated with a 3.5x13mm cypher select plus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report #'s 9616099-2008-00448, 9616099-2008-00449, 9616099-2008-00451, & 9616099-2008-00453. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.